Manufacturer narrative:
Zoll medical corp has not received the product for evaluation and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male patient, the electrodes would not adhere to the patient's skin. The clinician obtained another set of pads and they adhered to the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.